Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient had been implanted with an unknown stent in the left anterior descending artery a year previously. This procedure was to treat distal to the previously placed stent. During advancement of the first 2.5x08 mm xience xpedition stent, resistance was felt when trying to cross the previously place stent, which resulted in the stent implant dislodging from the balloon into the anatomy. A snare device was used to capture the dislodged stent successfully. The second 2.5x08 mm xience xpedition was advanced; however, the same resistance was felt during advancement and the stent delivery system was retracted without issue from the patient. The decision was made to perform plain old balloon angioplasty inside the previously deployed stent and the procedure ended. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.